Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in fair condition and manufactured in 2002. Customer?s reported issue was confirmed and prevented the powering of the device. The root cause of the reported issue was determined that the power cord damaged was caused by customer. Actions taken to mitigate the reported issue: device will be scrapped. It was beyond economical repair. D4: UDI information is unknown. E4: initial reporter also sent report to FDA is unknown. No information has been provided to date. G3: report source is unknown.

Event description:
It was reported that they encountered a damaged power cord. No patient injury reported.